Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a valve leak occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system (was) was positioned in the patient. The hemostasis valve on the was was closed, but leaking blood during use of the pigtail catheter and guidewire. A 21mm watchman ® laa closure device & delivery system (wds) was attempted to be placed but after 2 partial and 2 full recaptures it was removed. A new was and new 24mm wds were used. The 24mm was successfully released in the laa. There were no patient complications due to the leak in the valve. The patient was stable.